Event description:
Synergy china registry it was reported that stable angina pectoris, additional intervention and chronic heart failure occurred. In january 2023, the subject was referred for cardiac catheterization. The target lesion # 1 was located in the proximal of left anterior descending artery (lad) extending up to distal lad with 100% stenosis and was 90 mm long, with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.25 mm x 24 mm overlapped with a 3.00 mm x 38 mm synergy stents system. Following post dilatation, the residual stenosis was noted to be 0%. In (B)(6) 2023, five days later, staged procedure was performed. The target lesion # 1 was located in the proximal of right coronary artery (rca) extending up to distal rca with 100% stenosis and was 74 mm long, with a reference vessel diameter of 2.75 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.25 mm x 16 mm overlapped with 2.75 mm x 28 mm synergy stents system. Following post-dilatation, the residual stenosis was 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject presented with symptoms of angina and ischemia and was hospitalized on the same day for further evaluation and treatment. At the time of the event the subject was on aspirin. The subject was referred for coronary angiography which revealed 100% stenosis the in proximal rca extending up to the distal rca which had previously placed study device was treated with percutaneous coronary intervention. Post intervention, residual stenosis was 0%. The following day the subject was diagnosed with chronic heart failure. Both events were treated medically. One day later, the subject was discharged from the hospital. At the time of reporting, the events were considered to be recovering/resolving.